Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the data port cover broke off and the issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the lay user/patient's meter has been returned and evaluated ((B)(4) 2011) by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The rubber cover was found to be damaged on the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.